Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia right (r-at) ablation procedure with a pentaray nav high-density mapping eco catheter and a deflection stuck issue occurred. It was reported that when the pentaray nav high-density mapping eco catheter was inserted into the patient and the confidence module was opened, they were not getting any lat points on the carto 3 system. They stated that the pentaray nav high-density mapping eco catheter would only take lat points on pentaray nav high-density mapping eco catheter 1, 2. They exited the study, found the patient, and continued the study on the carto 3 system. The issue persisted. They replaced the cable without resolution. The procedure continued without resolution and they mapped with the ablation catheter. After the procedure was completed, they attempted to maneuver the plunger of the catheter and it was discovered that the pentaray nav high-density mapping eco catheter was stuck in the d curve. There was no patient consequence reported. The device evaluation was completed on 13-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, magnetic sensor functionality test and deflection test were performed following bwi procedures. The device was visually inspected, and it appeared in normal condition. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A magnetic sensor functionality test was performed. It was visualized on and carto 3, and error 116 was displayed due to an open circuit from the tip to the handle. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported the ¿deflection stuck¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿unable to map¿ issue and the biosense webster inc. Analysis finding of the ¿biosensor cable damaged/broken¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia right (r-at) ablation procedure with a pentaray nav high-density mapping eco catheter and a deflection stuck issue occurred. It was reported that when the pentaray nav high-density mapping eco catheter was inserted into the patient and the confidence module was opened, they were not getting any lat points on the carto 3 system. They stated that the pentaray nav high-density mapping eco catheter would only take lat points on pentaray nav high-density mapping eco catheter 1, 2. They exited the study, found the patient, and continued the study on the carto 3 system. The issue persisted. They replaced the cable without resolution. The procedure continued without resolution and they mapped with the ablation catheter. After the procedure was completed, they attempted to maneuver the plunger of the catheter and it was discovered that the pentaray nav high-density mapping eco catheter was stuck in the d curve. There was no patient consequence reported. The unable to map issue was assessed as not MDR reportable. Since the catheter cannot map by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The deflection stuck issue was assessed as MDR reportable.